Manufacturer narrative:
No product was returned for inspection. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. This additional complaint describes screw loosening, and is considered a similar complaint. Appropriate documentation was reviewed and the following information was identified: product catalog for restorative technologies instres rev 04/16 mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. For compatibility of bella tek patient specific abutments, please refer to compatibility table in the accompanying document. A singular cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. (B)(4). Event date not provided/unknown. (B)(4).

Event description:
It was reported that an unknown healing abutment would not seat on a biomet implant (fnt410). The doctor closed the wound without covering the implant.